Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock due to blanking of one atrial beat resulting in undersensing and causing ventricular rhythm to be greater than atrial. Atp resulted in rhythm acceleration leading to ventricular fibrillation. Technical services recommended device reprogramming options and walked caller through turning v>a off. This device remains in service and no additional adverse patient effects were reported.